Event description:
Patient had negative reaction where regular filler unnaturally clumped and hardened [injection site induration] other area injected [device use issue]. This report from the united states was reported by a healthcare professional via company representative on (B)(6) 2025 and concerns a patient of unknown age and gender who experienced a negative reaction where regular filler unnaturally clumped and hardened coincident with evolysse form. On (B)(6) 2025, the injector administered form for an unknown indication, and on the same day the patient had a negative reaction where regular filler unnaturally clumped and hardened. Medical history and concomitant medications were not provided. At the time of the report, the outcome of the event was unknown. Safety database reference number (B)(4).